Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 86-119 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.